Manufacturer narrative:
(B)(4). The actual sample has been returned for evaluation. The visual examination revealed that one sides of the fixation tab had sheared off from the rest of the device when the fixation tab is overstressed.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2015 and suture was used. During the procedure, the tab on the suture was broken in half upon insertion into the fascia. The procedure was completed with a like suture and no patient consequence. Additional information has been requested.